Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. H6: mechanical (g04) femur. No devices or photographs of devices were received; therefore, the condition of the components is unknown. Photograph of patient's swollen knee was provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Primary operative notes suggest no intraoperative complications. Office notes post-surgery state patient has pain, swelling, stiffness and range of motion issues. Patient has sense of instability due to the weakness during ambulation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent an initial right knee arthroplasty. Subsequently, the patient was experiencing swelling, pain, and limited flection contraction and was revised approximately 2 years post-op. The patient had been going to continuous therapy until her revision occurred. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown natural knee articular surface - unknown. Unknown - unknown natural knee tibial component - unknown. Unknown - unknown natural knee patella - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right total knee arthroplasty. Approximately one year post-op, the patient was experienced ongoing quadricep muscle weakness and atrophy, pain, stiffness, limited range of motion, and instability. The patient underwent additional courses of physical therapy without relief. Subsequently, the patient was revised. The intra-op tissue sample displayed fibroconnective tissue and reactive synovium with fibrosis. All components were revised except the patella. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00542802109 - articular surface ultracongruent size 1 2 right 9 mm height - 64145945. 630701210 - nonporous stemmed tibial baseplate size 1 right - 63943727. 00542000800 - all poly patella size 0 8 mm thickness - 64212622. 00111314001 - palacos rg 1x40 single - 86444599. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.